Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The bed frame was broken at a weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the weld was broken on the right side of the head section where the clevis is welded to the middle section. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a broken weld at the attachment point on the right side of the head section. Additionally, all four of the mounting points for the bed ends were bent.

Event description:
The bed frame was broken at a weld.